Event description:
Implanted in 2001. Had the catheter flushed 2x. States felt "funny". States didn't know what to expect. Today pt came in for chemotherapy. Medication, zofram hydrocorticone were injected which caused swelling around site. This also duplicated the funny feeling pt previously experienced. The catheter had to be removed and replaced. It was found the catheter had a crack in it.